Manufacturer narrative:
Device labeling single use or reuse. No conclusions can be drawn.

Event description:
A pt contacted our firm via email to report having developed a corneal ulcer while wearing acuvue oasys contact lenses. The pt reported dryness and irritation and that his/her eye(s) felt "tired". The pt did not report the affected eye, the wear schedule, the replacement schedule or the cleaning solution that he/she was using. The pt reported having been diagnosed by an eye care professional (ecp). The pt did not provide the ecp's contact info. As corneal ulcer may or may not be a serious medical event, this injury is being reported as worst case. Vistakon has made numerous unsuccessful attempts to contact the pt for additional info and retrieval of the suspect product. A device history review was not performed because we were not able to obtain the lot number(s) for the suspect product. Any additional info will be reported within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.